Manufacturer narrative:
Additional information: through follow-up, it was learned that the patient does not complain of dry eye or irritation in left eye (os), but does complain of post-operative ¿glare¿. In thinking the glare may be meibomian gland dysfunction (mgd) related and lipiflow treatment is being tried to try and reduce symptoms before explant alternative. No further information was provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the intraocular lens (iol) was implanted, the patient was seen in (B)(6) 2022 and was very unhappy with the vision in the left eye. The patient complained of poor vision (20/25), but mostly debilitating glare. The patient continued to go back to the surgeon over a year's time, being continually assured that things would get better. The patient does not want to return to the surgeon for any care and does not want to have the right eye done until this is resolved. The surgeon is considering recommending replacement of the iol with a standard monofocal iol. Pre-operative, the patient was a high minus - 10.00 with best corrected visual acuity 20/50. Through follow-up, it was learned that the patient's symptoms first started on (B)(6) 2021. There has been no medical or surgical intervention required and no planned interventions. The lens remains implanted. The patient will be having a lipiflow treatment done on (B)(6) 2023. No further information was provided.

Manufacturer narrative:
Ethnicity: unknown; requested but not provided. If explanted, give date: not applicable, as the lens remains implanted. The device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Multiple attempts have been made to obtain the missing information, however, to date, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.